Manufacturer narrative:
The insulin pump received with currents in spec. No unexpected low battery alert. No blank display or unit shutting off on its own. Lcd board ok. Vibrator alarm works properly. No vibrator alarm anomaly. Device passed self-test. Radiofrequency failed self-test alarm noted in alarm history screen due to corrupted history file. Unable to upload to care link pro due to corrupted history file. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Device unable to prime during the prim test due to faulty force sensor resistor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 130 mg/dl at the time of the incident. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.